Manufacturer narrative:
Unit received compromised force sensor alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test or verify prime/fill anomaly due to compromised force sensor alarm. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump was over delivering insulin. The customer's blood glucose level was not provided at the time of the incident. The customer stated that the reservoir was not being detected. Troubleshooting was not provided. The insulin pump will be returned for analysis.